Event description:
No further event information available at the time of this report.

Manufacturer narrative:
As reported the patient remained on antibiotics for a year following the (B)(6) 2013 infection and polyswap (which occurred >90 days post implantation), resulting in an additional washout; therefore, it appears that the infection was not resolved and remained ongoing. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03766 and 0001822565-2020-03794. Medical devices: unknown tibial tray catalog#: ni lot#: ni, unknown tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee washout approximately one year post-revision due to infection. Attempts have been made and no further information has been provided.